Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported, the patient underwent the permanent procedure on (B)(6) 2015. A cerebrospinal fluid leak was noted while placing one of the leads. In turn, a blood patch was applied. Following the procedure, the patient had a headache and was instructed by the doctor to drink caffeine. Follow-up revealed the headache has resolved over time.